Event description:
Following the atrial fibrillation procedure, two days later, the patient had returned to the hospital with stroke like symptoms. The patient is in a stable condition and is recovering. During the procedure on the ensite x platform, lesions were being placed with the ablation catheter and the physician reported he may have heard a steam pop but no rapid rise in impedance or temperature was noticed. Patient remained in a stable position. The rest of the procedure was performed without incident. There was no performance issues with any of the abbott devices.

Event description:
Two days after the atrial fibrillation procedure, the patient returned to the hospital with stroke like symptoms. During the procedure on the ensite x platform, lesions were being placed with the ablation catheter and the physician reported he may have heard a steam pop but no rapid rise in impedance or temperature was noticed. The patient remained in a stable position and the rest of the procedure was performed without incident. Bridging was done with heparin for 24 hours following the procedure. When the patient returned they were experiencing light headedness, vertigo, and loss of balance. The physician believes the steam pop was the cause of the stroke. The patient is in a stable condition and is recovering. The patient was on anticoagulants.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported steam pop and stroke could not be conclusively determined.